Event description:
Boston scientific crm received info that during a revision procedure, to address high thresholds on the dextrus atrial lead, blood was observed inside the pacemaker header, and the lumen of the right ventricular lead. There was no indication of any sensing anomalies having occurred. Both the pacemaker and rv lead were explanted, and replaced with new products. The dextrus atrial lead remains in svc with the new device. No adverse pt effects were reported.